Manufacturer narrative:
Investigation completed 11/01/2017. The device was not returned for evaluation. Device history record reviewed for product ID a3059, serial # (B)(4) was manufactured on 20sep2016 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. No new design or manufacturing trends have been identified. This issue will be monitored. Root cause was determine to be human error.

Event description:
Customer stated that the product was in use during a surgery and the product ¿slipped¿ or ¿moved¿ during the procedure. There was no patient injury and the surgery was completed without incidence. The sales representative inspected the product with the customer and it was determined that the likely cause was human error. The teeth on the swivel adapter were not locked into place all the way and this was what they felt caused the movement. All parts of the product were inspected and teeth locked correctly and all parts locked into place appropriately. At this time the customer did not want a follow up or any RMA to return the product.